Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf021 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asexf021) have been reported from the same facility. Device not returned for evaluation

Event description:
It was reported I entered patients room to perform safety checks to find the patients central line (mediport) tubing had become broken and disconnected. The portion of the disconnection was attached to the needle/insertion. Patient's mediport was de-accessed and then re-accessed in sterile fashion. Additional information received 12/15/2020 weight:(B)(6). "Was there patient harm reported?: non to date but concern for clabsi and also this is a small child that had to be poked." "What theyre being treated for: hepatoblastoma